Event description:
Caatheter was inserted over the wire technique without a problem. The patient began trashing around. The sensor was removed, then the catheter was removed. Cathetr removaal was not smooth, and the hub and only part of the catheter came out. Pressure was immeiately applied to prevent tip migration,a nd an incision was made. The atheter was removed without difficulty and three sutures were required. On 4/21/93, patient's wrist incision appeared tobe clean and without signs or symptoms of infectioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.